Event description:
It was reported that the or9 light heads is not working and is disconnected. One light head was completely disconnected from the cardanic arm leaving the cables exposed. There were no reported injuries or adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
On 01/31/2025, it was reported that the visum blade lighthead was disconnected from the cardanic arm and hanging from the cabling. Further, it was reported that the cable cover was missing from the end of the cardanic arm. Extensive damage was observed at the cardanic joint, with a web of fractures present and chunks of material missing. This was remedied by replacing the lighthead and cardanic. This identified failure mode does not currently exceed any threshold and will continue to be monitored. The most likely root cause is due to wear and tear, exacerbated by the improper cleaning procedures.

Event description:
It was reported that the or9 light heads is not working and is disconnected. One light head was completely disconnected from the cardanic arm leaving the cables exposed. There were no reported injuries or adverse consequences.